Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited unspecified increased pacing impedance measurements, noise and oversensing. The patient was reported to be pacemaker dependent, however, the oversensing did not result in pacing inhibition for greater than two seconds of asystole. A lead insulation issue was suspected. An invasive procedure was performed. When the pocket was opened, a loose set screw was observed in the device header. The set screw was tightened. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.